Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer's blood glucose went up to 441 mg/dl. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer stated that on (B)(6) 2015 their blood glucose was 30 mg/dl when they were found and admitted to the emergency room. When the customer woke up and their muscles would not let them do anything. Customer was found by her housekeeper with her tongue out, mouth foaming, and her eyes rolled back. Customer had been experiencing lows for about 3-4 weeks. Customer was out for 2 hours and woke up in the ambulance. Customer was treated with a glucose drip. Customer thinks that they treated with too much insulin and forgot to do insulin for lunch. Customer was taken to the emergency room for a couple of hours and given a shot. Customer's blood glucose went up to the 300's mg/dl and then was released. Customer was advised to monitor the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.